Event description:
Discovered that the air/water and suction channel port was backwards in injection tube set. Disinfectant solution would not run through automatic disinfector machine. Tubing set up could have been this way since originally put together for new scope on 8/8/96 with potential infection risk to over 400 pts. Hosp infection control team is evaluating pts as endoscopy physicians request, at great expense. There are no markings/labels on the port to indicate it is 1-way, nor does manual give instruction on port being 1-way.